Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00275. It was reported lead migration occurred in relation to a car accident the patient was involved in. As a result, the lead that migrated was repositioned via surgical intervention on (B)(6) 2018. A review of the manufacturer's device record database revealed of the patient's leads was also explanted and replaced. Note: both of the patient's leads are being reported as explanted because it is unknown which lead was replaced.